Manufacturer narrative:
The company service representative examined the systems with no problems found. The phaco handpieces were tested with no problems found. The systems were then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 08/14/2009.

Event description:
The facility purchasing agent reported a corneal burn. Additional information was received from the company sales representative. The company sales representative observed surgery and noted the viscoelastic was injected and then the surgeon started phaco immediately without creating a working space. The occlusion bell sounded. The company sales representative explained to the surgeon the importance of creating a working space in the viscoelastic before starting the phaco. The company sales representative also explained to the surgeon the occlusion bell sounding indicates the phaco tip is heating up and phaco must be stopped to clear the occlusion. Multiple attempts were made for more information and patient status with no response to date.